Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00283 on december 02, 2014. Jan. 26, 2015 additional information: the patient sample was not provided for further testing and investigation at the manufacturer's site. There was no sample available for testing. Therefore, a cause could not be determined. The initial sample that was positive, was not sent to the (B)(6) for additional testing. A different sample from the same patient was sent to the (B)(6) and the result was (B)(6). The cause for the discordant (B)(6) results is unknown. This appears to be a sample specific issue. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. Siemens has requested the patient sample for further testing and investigation. The instrument is performing within specifications. The (B)(6) confirmatory (conf) assay IFU states in the limitations section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6).

Event description:
A falsely confirmed (B)(6) result was obtained when the customer performed advia centaur xp confirmatory testing. The patient sample was (B)(6) was tested on the advia centaur xp confirmatory assay. The result confirmed (B)(6). The patient sample was sent to the (B)(6) for additional testing. The (B)(6) result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.